Manufacturer narrative:
Patient age, gender, and weight are unknown. It was reported the patient was over 18 years old. The issue of pinhole in balloon. Visual evaluation of the returned device revealed no damage to the catheter of the device. Functional testing was performed; however, the balloon could not be inflated due to pinhole leaks noted in the balloon material, at the proximal and distal edges of the proximal radiopaque marker. No damage was noted to the radiopaque marker. The most probable root cause for this complaint is operational context; this failure occurs when procedural factors encountered limit the performance of the balloon (e.g., the balloon comes in contact with sharp exterior source). A review of the device history record (DHR) was performed and no anomalies were noted.

Event description:
Note: this report pertains to one of two maxforce biliary dilatation balloons used in the same procedure. Manufacturer report # 3005099803-2011-03424 addresses the first balloon, while manufacturer report # 3005099803-2011-03426 addresses the second balloon. It was reported to boston scientific corporation that two maxforce biliary dilatation balloons were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure of the common bile duct performed on (B)(6) 2011. According to the complainant, during the procedure, the balloons were attempted to be inflated with an encore inflation device (bsc), however, both balloons would not inflate. It was confirmed that there were no visible issues noted to the catheter or the balloon portion of either device, and there was no alleged malfunction of the encore inflation device. The procedure was completed with the same inflation device and a non-bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed a pinhole in the balloon of each device, therefore, these are now MDR reportable events.